Manufacturer narrative:
(B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault and significant reduction of irido-corneal angles. In the separate visit the lens was exchanged for a shorter length lens. The problem was resolved. Cause reported as unknown.